Event description:
F/u with the hosp indicated that the pt's condition was not attributed to the guidewire.

Manufacturer narrative:
Method: device has not been released from the hosp for eval. Results/conclusion: the device has not been received for eval to assess results or come to a conclusion.